Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was removed due to an infection. A new device was later implanted. Patient was doing well and was released later in the day after the procedure.